Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; full lead returned and analyzed.

Event description:
It was reported the day after implant of the lead there was no capture and the impedance increased to greater than 2500 ohms. The lead was removed and replaced. No patient complications have been reported as a result of this event.